Event description:
During index procedure two endeavor sprint drug eluting stents were implanted in the lad. Approximately 5 months post index procedure patient suffered duodenal ulcer and bleeding. Patient was treated with medication and recovered. Investigator assessed that event is not related to study device. Patient was on dapt at the time of the event.